Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. Beginning on (B)(6) 2018, the patient was seeing a reposition antenna screen on their recharger and the patient is unable to charge their ins. They tried and tried and tried to move the recharger antenna over the ins, but the recharger did not find the patient¿s device. The patient attempted re positioning for 2 hours already. The patient stated that this has never happened before and the patient charged the device about every 2 weeks. The patient charged their device 2 weeks ago. The patient was sent a replacement antenna to try. Additional information was received from the patient on (B)(6) 2018. The patient received the replacement recharger antenna, but this did not resolve the issue. They were seeing the poor communication message on their patient programmer. The patient saw their managing healthcare professional (hcp) on (B)(6) 2018, who told the patient that they believe the recharging issues are related to their ins battery and the hcp would like the patient to see a manufacture representative (rep) to confirm the problem and they may also need to see a surgeon. The patient indicated that actually they have been having difficulties where it becomes slower and slower to charge. For example, they will be charging for 3 hours and it will only charge a quarter of the way. The patient would get stiff and sore from sitting that long. The patient is wondering what would cause this problem. Patient services reviewed considering coupling. The patient stated that they were also maintaining them. Their charging difficulties have been going on for 6 or 7 months. The patient was re-directed to follow-up with their hcp to ask about scheduling an appointment with the rep. Additional information was received from the rep on (B)(6) 2018. The patient reports over the last 3 months recharging has become more difficult and requires longer sessions. The patient has been unable to charge over the last few weeks and fears they are overdischarged. There were no environmental/external/patient factors that may have led or contributed to the issue. The rep is seeing the patient on (B)(6) 2018. No actions have been taken yet. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who responded back from a follow up sent to them. Representative reported that patient was discharged. Was able to charge using her recharger and get 8 charging boxes signifying good coupling. Patient charged to 1/2 full within 2.5 hours. Reeducated patient on recharging. Representative did not see any known issue with the recharger or battery.